Manufacturer narrative:
Film review summary: the cause of the reported migration of the left limb could not be determined from the limited films provided. The anatomy at implant is unknown, earlier post-implant films were not available for comparison, and complete recent CT¿s were not provided. Two still CT-3d recon still images revealed that the distal end of the left limb was seen positioned within the proximal portion of the dilated left common iliac artery, or possibly within the distal aaa sac. Contrast was seen outside the distal end of the left limb; however, unclear if there was contrast within the aaa sac from a distal type I endoleak. It is possible that the limb had migrated out of the left common iliac artery, with a potential for aaa sac pressurization. The exact cause cannot be determined, and the amount of distal seal length at implant is unknown. However, it appears most likely that this event was due to disease progression and/or aneurysm morphology changes during the implant duration. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the endurant limb had migrated into the proximal side and disengaged from the distal landing zone of the cia. No additional clinical sequelae were reported and the patient is being monitored by their physician.